Event description:
The customer called and reported a problem with the insulin pump's detection of battery power, which was determined to be causing elevated blood glucose levels by not delivering insulin. Customer's blood glucose had gone up to 350 mg/dl. The customer stated the insulin pump would show two bars for the battery, but upon removing and replacing same battery, the insulin pump would give failed battery test and show no bars. Customer also stated, the insulin pump had shut off without an alarm once. Customer also reported a no delivery alarm that occurred when customer's blood glucose was over 400 mg/dl. Customer stated alarm was resolved by a complete set change. The customer further stated there were keypad issues. Customer's blood glucose was 250 mg/dl. A button would not respond to normal pressure. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer agreed to return device for analysis and was advised it would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.